Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed in (B)(6) 2021. Fiducial markers were administered transrectally in (B)(6) 2021. The procedure was done under monitored anesthesia care (mac). After the spaceoar procedure, the patient was having rectal pain. Magnetic resonance imaging (MRI) was performed and noted some contrast-like material in the rectum, the physician decided to stopped the radiation after several fractions. The patient had an anoscopy that was negative for any rectal irritation or perforation. A second MRI was performed, the same whiteness in the lumen of the rectum near the midgland was noted. On the axial image, there was no evidence of rectal wall infiltration. This is also seen on the sagittal view. A possible rectal wall infiltration occurred. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 04mar2022. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Medical device problem code: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.